Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation, a faradrive steerable sheath was selected for use. During preparation no issues were observed. It was reported that when sheath was inserted into patient, wire caused air bubble issues. Bubbles were observed in tube connecting handle and 3-way cock. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful, as the flush lumen luer was occluded with dried blood. After a few failed attempts to clean and clear the occlusion, preparation for testing was cancelled. Removal of the valve hub cap found the proximal end of the shaft filled with dried blood. Inspection of the hemostatic valves found the external valve torn on the on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported allegation was confirmed.

Event description:
During a pulmonary vein isolation, a faradrive steerable sheath was selected for use. During preparation no issues were observed. It was reported that when sheath was inserted into patient, wire caused air bubble issues. Bubbles were observed in tube connecting handle and 3-way cock. The sheath was replaced, and the procedure was completed without patient complications. The device has been returned.